Event description:
There was not an actual event, but there is potential for an event involving medication administration that could cause patient harm. The cup used was discarded. The cups are still in stock and are being used. Statement from the nurse using the product: I was wondering about the new med cups that we are using. They are an improvement from the one before, but I still believe that mistakes can be made. It is difficult to see. Is there any thing that we can do? I have tried coloring the measurements. I hope that we can do something else. In looking at the product, it is difficult to read the measurements without tilting or marking the appropriate amount needed. Filling with colored liquid is helpful, but there is a potential for error if measuring clear liquid.